Event description:
It was reported that there had not been any additional alarms since the controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage advisory alarms was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(4)) was not returned for analysis; however, a log file (99250941) was submitted review and showed events spanning approximately 9 days (15sep2020 ¿ 25sep2020 per timestamp). Throughout the log file there were strings of atypical low voltage advisory alarms while connected to both battery power. These alarms occurred on (B)(6) 2020 at 19:00:07 ¿ 19:02:21, (B)(6) 2020 at 17:59:05 ¿ 18:27:12, and on (B)(6) 2020 at 17:34:20 ¿ 17:35:26. These alarms coincided with fluctuating rsoc voltage readings on the black power cable; which were not coincident with power source exchanges. The alarms cleared shortly after activating. Pump operation was not affected during these events. The driveline was disconnected on 25sep2020 at 09:33:03 for a system controller exchange. There were no other notable alarms. A root cause for the reported event was unable to be conclusively determined through this investigation. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and shipped on 24jun2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Associated manufacturer's report numbers: 2916596-2020-04886. The patient came to the clinic on (B)(6) 2020 with the coating peeled off of his black battery lead. The vad coordinator reported that because the patient has had a clamshell repair in the past and has taped over that connection point because it reportedly felt loose (possibly due to a missing screw), she would like to set up a time for someone to come, assess, and potentially assist in changing out the patient's controller. A technical services (ts) representative was contacted and a clamshell repair was scheduled for (B)(6) 2020. Additional information received on 25sep2020 confirmed that technical services representative matt weiss performed a clamshell repair and the patient's controller was exchanged. Pictures of the repair, including the patient's controller ((B)(4)) with the damaged black power lead (exposed wires) were provided. The log file captured some odd strings of low voltages while using battery power and also noted some low voltages while using the mpu. May have been caused by the controller which appears to have been changed out (B)(6) 2020. No further information was provided.